Manufacturer narrative:
Additional pro-codes: hwc, mai. Device returned. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes mitek (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation of scapholunate ligament reconstruction, the shaft was broken (the connection part with anchor was broken as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter but still intact and held in place by the suture, confirming this complaint. It was also be observed that shaft was broken. It is possible that the excessive pressure could have applied on the device during the procedure which made the shaft to be broken.however,the definitive root cause cannot be determined. No nonconformances were identified for this part number, lot number combination per qlik query executed on 8/19/2019. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history no nonconformances were identified for this part number, lot number combination per qlik query executed on 8/19/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.